Event description:
It was reported that approximately a week after implant, radioisotope examination revealed the patient had pericardial effusion. Performance was unchanged and the patient did not experience any symptoms. Drainage was performed and the right atrial (ra) and right ventricular (rv) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID a3dr01 implantable pulse generator (ipg) (B)(6) 2013; 5086mri implantable pacing lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.